Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his left eye (os) in 2007, and the icl was removed, replaced or repositioned. The facility reported the icl was repositioned three months later, due to the vision was noticeably different from the right eye. The icl remains implanted and the patient is doing well.

Manufacturer narrative:
Secondary surgery. Evaluation: results: a lens work order search was performed and no similar complaints were found within the work order.

Manufacturer narrative:
Results - per medical scientific liaison - the icl is commonly repositioned if it is decentered. A decentered lens may be the sole cause of a blurry vision. This is commonly due to a short lens compared to the pt's sulcus to sulcus (sts) diameter. Since the horizontal sts is longer than the vertical sts, the icl is commonly repositioned vertically to make it more stable in the eye. Conclusions - no device failure. At the conclusion of the original investigation opened for the issue of icl vaulting (both inadequate and excessive), it was determined that the most likely root cause for both inadequate and excessive vault is difficulty in clinical sizing. In no case has a returned lens exhibited a length measurement outside the expected range according to the labeled length. Pre-operative measurement technology available to clinicians in the past did not provide a direct measurement of the sulcus, to which the icl should be sized. The current practice in selecting an appropriate icl for a pt is to measure white-to-white and anterior chamber depth and through correlative algorithms, predict the length of the icl that will bridge the sulcus. This method of sizing based upon white-to-white and anterior chamber depth measurements was used in the FDA clinical trial and is recommended in the current labeling of the icl. If the predicted length is too short, the result may be an inadequate vault if the predicted length is too long, the result may be an excessive vault. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the patient reported loss of vision in the left eye.

Manufacturer narrative:
Evaluation results: medical review - patient's loss of vision is for near and patient was prescribed reading glasses. Patient is currently 44 years old which is a natural phenomenon for presbyopia to set in. This condition is not caused nor contributed by the icl.